Event description:
Clinic notes dated (B)(6) 2013 note that the patient had an eight month interrupt of seizure freedome following generator replacement and that the patient was now experiencing two spells a month. It was noted that the patient's neurologist had moved and the patient needs to be seen by a neurologist to manage the vns. The notes also indicate that the patient denies trauma or problem of medication compliance. It was noted that the patient would be consulted with primary care physician for vns management. The patient is scheduled to see the physician; however, has not been seen to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received that the patient's vns battery was not near end of service. No known interventions were taken.